Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set connector leaked at the connection to the patient line (cassette line). This was observed during an unspecified drain step of peritoneal dialysis, after the patient was connected. Renal therapy services advised the patient to consult the doctor for proper direction. There was no patient injury or medical intervention associated with this event. No additional information was available.